Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via company representative regarding a patient receiving baclofen 2,000 mcg/ml at a dose of 215.1 mcg per day via an implanted pump for intractable spasticity and a head/brain injury. Per pump logs provided, when the pump was examined on 02/19/2016 a low reservoir alarm occurred on (B)(6) 2016 followed by an empty reservoir alarm on (B)(6) 2016. 43.2ml had dispensed since updating. No patient symptoms were indicated. No further information was provided. Additional information has been requested regarding medication information, if there were any patient symptoms, what troubleshooting occurred, if the cause of the low and empty reservoir was determined, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.